Event description:
It was reported that the patient was having difficulty keeping the ipg charge and was not reaching to a full charge as a result. It was also noted that the patient was experiencing inadequate stimulation. The patient underwent an ipg replacement procedure. The explanted device will not be returned as it was not released by the facility.